Manufacturer narrative:
(B)(4). Batch # p93u5g. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device was functional and worked as intended. When the device was tested with the test media, it performed as expected. Also during functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the instrument was disassembled to inspect internal components, it was found that the closure indicator was broken and not making contact with the moving trigger. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the surgeon noticed approximately half way through the case that the audible "click" wasn't happening anymore when closing the jaws of the device. He suddenly noticed this issue and there was an apparent change in the audible feedback while operating. Once he noticed the click wasn't happening anymore, he thought the sealing capabilities had been compromised and then tissue more "oozy" than previously experienced at the start of the case. Even though he saw a diminished surgical effect, there was no adverse reaction to the patient and no uncontrolled bleeding. There was no patient consequence.